Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to an implant, the device could not be interrogated with a programmer while in it's package even though the light of the programmer lit up when using the wand. Another device was used and the procedure was completed without any adverse consequences to the patient.

Manufacturer narrative:
Final analysis did not confirm the reported event. The device was in normal mode when received for analysis. Analysis performed including electrical, mechanical and environmental stress testing indicated the device exhibited normal characteristics. The telemetry was normal and stable throughout the entire tests. The device battery voltage was still near beginning of life (bol) level.